Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was feeling fine, no symptoms and to insert a new sensor because the old had expired. After the warmup session of the new sensor, it displayed a reading of "high". Despite not feeling any symptoms, the patient dosed himself 4 units of insulin (novolog) using his insulin pen, solely relying on his cgm readings. However, shortly after, he started sweating, felt dizzy almost passed out, and experienced seizure. His wife, who was with him at that time performed a bg test and got a reading of 54 mg/dl while cgm was showing 400 mg/dl. Concerned, they sought medical assistance by calling their doctor over-the-phone. Doctor advised the patient to drink an apple juice and go to his office for further assessment. Upon arrival at the doctor's office, a bg test was done and it showed 143 mg/dl while the cgm eventually "sensor failed". During this time, the patient was not feeling any symptoms anymore. No medication or treatment was provide by the doctor and they went home after 20-30 minutes. Patient reported feeling fine at the time of the call. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the d zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.